Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and telemetry anomalies. The patient underwent a coronary artery bypass graft (CABG) and internal defibril-lation reportedly damaged the pulse generator.